Event description:
It was reported that a sudden battery drop was seen from 50% remaining to 12% remaining in fourteen months. At this time the device remains implanted. No adverse patient effects were reported.